Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sores on leg from monitor swinging down and hitting back of leg and itchy sores on the patients back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a triamcinolone cream for the skin irritation. Follow up indicated that the skin irritation improved.